Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as damaged syringes. The fse replaced the buffer syringe and inner wash syringe to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium patient results on their au680 chemistry analyzer. The erroneous results were not reported out of the laboratory. There was no report of change in patient treatment, injury or death associated with this event. Data was no provided for review.